Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose level of 504 mg/dl. The patient experienced no symptoms of high or low blood glucose levels and was negative for ketones. The patient noted she had recently decreased her basal settings and that this may have contributed to the elevated readings. The patient did not seek any medical attention. Troubleshooting revealed all pump settings and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by decreasing her basal rate setting. However, as the patient obtained a blood glucose reading suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation follow-up #1: the device was returned to animas and evaluated by product analysis on 3/9/2015 with the following results: no defect was found. Black box and histories for the event on (B)(6) 2011 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed a delivery test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.